Manufacturer narrative:
(B)(4). Concomitant medical products: repicci tiba, catalog 102150, lot 235940; cobalt bone cement, catalog 402283, lot 292850. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient has been indicated for a revision of a partial knee prosthesis due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Based on the information available, root cause was determined to be the patient's condition - patient has patella alta. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.